Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit gave an error of over temperature after it was on a patient for 48 hours. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit, e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.